Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 4/19/2017 with the following findings: during testing, it was observed that the battery compartment was cracked and there was an intermittent condition found to the continuous glucose monitoring (cgm) due to the inter-board connection not being fully seated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and continuous glucose monitoring (cgm) module with an intermittent condition. This report is made based on results of investigation completed on 4/19/2017.